Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to the reported failure to fire may include, but are not limited to, interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the heavily calcified left common femoral artery was attempted using a prostyle device after a percutaneous transluminal angioplasty procedure with a 7f sheath. Reportedly an unspecified deployment failure occurred due to calcification. A new prostyle was used to achieve hemostasis; the physician confirmed there were no issues with the additional prostyle device. Manual compression was held as standard-of-care. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.